Event description:
A patient specific prescription form has been received for 'loose prox femoral stem' of a mets distal femur.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific prescription form has been received for 'loose prox femoral stem' of a mets distal femur.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned a review of the provided x-rays by a clinical consultant indicated: clinician review: the implant in situ was for a mets distal femoral replacement. The date of insertion is unknown. The surgeon reported loosening of femoral stem. The CT image provided shows gross radiolucency along the femoral stem mainly between the cement mantle and the bone, indicating loosening of the stem. There are some bone resorption and osteolytic erosion along the cortical bone. The bone has undergone some remodeling especially near the collar. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.